Manufacturer narrative:
(B)(4).

Manufacturer narrative:
One non-sterile enterprise delivery wire was received coiled inside a plastic bag. Per visual analysis, the delivery wire was received inserted inside the introducer tube and the enterprise stent was received deployed aside. No other components from the enterprise system were received. The involved microcatheter was not received. The stent was inspected under microscope and no anomalies or damages were observed. Functional test could not be performed since stent was received already deployed and out from the delivery wire. No other components from the enterprise system were received, neither the involved microcatheter. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the involved lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Neither the failure reported by the customer as that the delivery wire of the stent could not be advanced and that it deployed when withdrawn could not be properly evaluated as stent was received already deployed and out from the delivery wire. No other components were received. The cause of the event experienced by the customer could not be conclusively determined, however the analysis and the DHR review indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. In addition, the records indicated that the product met specification prior to shipment; therefore no corrective action will be taken at this time.

Event description:
The contact at the hospital reported that the delivery wire of the enterprise stent (enc452812/10391472) could not be advanced and when withdrawn the stent deployed in the y connector. The target vessel was an anterior communicating artery and the aneurysm size was 8.6mm x 12.3mm. Neck width: 4.8 mm. During the stent assisted coil position surgery, the surgeon opened the package of the stent and followed the IFU. The surgeon felt friction when the delivery wire was advanced. He made several attempts but still failed. It was noted that stent had deployed in y connector when the surgeon removed wire. The surgeon had to change to a new stent and y connector to complete the surgery. There was no report on patient injury. There was no significant delay to the procedure as a result of the issue. At the time of the initial contact the reported product was available for return. The device did not kink or bend at any time prior to the resistance/friction. The concomitant devices did not kink or bend at any time. There was no further damage upon removal of the device. An adequate continuous flush was maintained through the catheter. Both the stent and microcatheter were removed as a result.

Manufacturer narrative:
Concomitant devices: y-connector, details unknown; microcatheter, details unknown. The device is expected for return but has not yet been returned. When the device is returned the it will be investigated and additional information will be provided within 30 days. No conclusions are made at this time.